Manufacturer narrative:
The I/a handpiece will be sent for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no pt harm/injury" (no consequences or impact to pt). Product problem(s): "no aspiration" (aspiration issue). The nurse reported that there was no aspiration during surgery. The irrigation was working fine. The I/a handpiece was switched out and the case was completed as planned. The nurse stated the I/a handpieces are cleaned immediately after surgery. They used a syringe to flush sterile water through both the irrigation and aspiration ports. The I/a directions for use (dfu) were sent to the customer. No pt injury was reported.